Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "right at the beginning of the operation, the image had first started to shake and then flash. The connectors of both the optics and the camera unit were cleaned with a rag and after that the image worked flawlessly." According to the available information the procedure was completed successfully and there were no adverse consequences. No negative impact in state of health reported.

Manufacturer narrative:
An incorrect address was provided in section g1 in the initial report. This supplemental report is to provide the correct contact information for this section. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: during technical inspection of the concerned tipcam 1 s 3d lap, 30° (article no.: 26605ba, serialno.: (B)(6)) the error description provided by the customer could be confirmed and further defects were detected. Overall, the following defects were found: light output/illumination out of specification due to wear. Earth resistance between the distal end and the camera cable connection out of specification. UDI code not readable. Handle is scratched. The shaft is scratched. Bent or damaged cable connector. Based on the defects found during technical inspection, it is concluded that the most likely cause of the described error is improper use during reprocessing or by the user. The investigations did not reveal a root cause related to the labelling, the device or its history. The event is filed under internal karl storz complaint ID: (B)(4).